Event description:
It was reported that the unit was not producing a tidal volume. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, it was reported that the record was created in error (wrong serial number), and that the correct serial number for the alleged malfunction was documented under a different complaint record ((B)(6)/ 2031642-2022-00322). Therefore, this complaint no longer meets reportability requirements.